Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was a complete washer transection confirmed? Were the tissue donuts complete? Were any staple formation issues identified at any point in patient care? How was the leak identified? What was seen at the anastomotic site at reoperation? What is the current status of the patient?

Event description:
It was reported that following a lap colon procedure, anastomotic leakage 2nd day postoperatively. (Lap. Rektumresektion). Reop with protective stoma.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Specialist in general surgery. Where in the green gap setting scale was the indicator located prior to firing? Exactly in the middle. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was a complete washer transection confirmed? Yes. Were the tissue donuts complete? Yes. Were any staple formation issues identified at any point in patient care? No. Was an additional leak test performed after oversewing the anastomosis in the initial procedure? No, there was no leak intraoperative. How was the leak identified? On the second postop. Day over intraabdominal drainage was a reoperation performed? If so, what was seen at the anastomotic site at reoperation? Yes, protective ileostoma, no signs of bowel ischemia, visible leakage about one third of the staple line. What is the current status of the patient? Discharged.